Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip there was an issue with needle separation. It was stated ¿the customer had two instances where the needle would just slide into the syringe without twisting the needle.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
No samples or photos received for investigation. However, ten retention samples were evaluated for defects on molding barrel, correct assembly components, deformation in the barrel and hub. When performing the tests on retention samples to ensure the conformity of the product, these were satisfactory, presenting no problem. The samples were analyzed with conforming results in the visual inspection tests as well. DHR review showed the lot was manufactured where characteristics were evaluated in the stage of assembly such as: syringe assembles correctly , syringe without damage (visual method), syringe without missing components and syringe without contamination in liquid passage or external and in the packing stage such as: blister cut suitable to the catalog, perimeter seal, correct longitudinal cut, packaging with peel apart (visual method), integrity of the primary packaging: blister without perforations, seal not opened or seal without wrinkles (visual method). The lot was approved and inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. The luer-lok design has a rope around the pivot that allows you to screw and secure the needle perfectly, it is compatible with all bd hypodermic needles. In the documentary review of the manufacturing of the lot, no problem was identified attributable to the defect that the client reports, in addition the retention samples presented satisfactory results, therefore the defect is not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip there was an issue with needle separation. It was stated ¿the customer had two instances where the needle would just slide into the syringe without twisting the needle.¿ there was no report of injury or further medical intervention.